Event description:
A cartridge alarm issue was reported by the customer. The alarm did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was advised to use multiple daily injections as backup therapy while a replacement pump, featuring updated software, was sent by technical support. The caller received storage mode instructions and return instructions for the faulty pump, which must be returned within 10 days.